Manufacturer narrative:
H3: product analysis found that visually, there was contamination on the outside diameter of the cuff balloon and surgical tape around the clamp shell. Due to the cut wire harness, each wire was stripped to perform continuity testing. Under magnification, there were no voids in the trace pads or ink traces. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements (from the distal end of the trace pad to the stripped wires) were 19.4 ohms (blue), 6.9 ohms (blue with white stripe), 15.8 ohms (red), and 7.0 ohms (red with white stripe) which all electrodes were in specification. For further analysis, the resistance from the other portion of the wire harness between the other stripped wires to the plug connectors was 1.8 ohms (blue), 1.7 ohms (blue with white stripe), 1.6 ohms (red), and 1.7 ohms (red with white stripe) which all electrodes were in specification. Console functional testing could not be performed due to the broken state of the wire harness. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, noise was generated during use of the tri-vantage emg tube. Reconfirmation of insertion into the patient interface and saliva aspiration and position adjustment of the electrode portion of the intubation tube were performed, but the event did not improve. The reported product was continued to be used and the procedure was completed. No consequences or impact to patient.